Event description:
When the davinci fenestrated bipolar forceps were placed into robotic arms, the tip of instrument moved without the surgeon moving the controls. It appeared that a pulley might have been broken. FDA safety report ID# (B)(4).